Event description:
It has been brought to manufacturer's attention that the patient is reporting he has had 7 ear infections since being fitted with current cshells with his audio i90-sphere devices. The patient is a long-time hearing aid wearer and never had ear infections before wearing the current cshells. He was seen by both his primary care physician (pcp) and an ent. The doctor said he believes the cshells are causing the infections. The hcp did not remember if the pcp or ent said this. The patient has been prescribed multiple rounds of antibiotics to treat the ear infections. This case concerns one patient both ears = 2 cshells (sns: (B)(6) worn with audio i90-sphere his (sns: (B)(6).